Event description:
A report was received that the patient was experiencing ipg site irritation. It was also noted that the patients ipg migrated. The patient underwent an ipg revision procedure and was doing well postoperatively.